Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead dislodged. It was noted there was lv exit block noted in programming parameters. The lv lead was explanted and replaced. The patient is a participant in the adapt response clinical study. No patient complications have been reported as a result of this event.